Event description:
The event is reported as: the customer alleges that when (2) "c" size batteries are installed into the handle, the handle becomes hot to touch. No report of a pt/user injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.